Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate reconstitution devices had adapters that broke in half. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.